Event description:
It was reported that there was history of high thresholds on the atrial lead. The parameters on the lead were reprogrammed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.